Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. Investigation summary: one titanium port with one 8fr groshong catheter broken in two pieces were returned for evaluation. A complete circumferential break was identified 6.1cm distal to the cath-lock. The break is characterized by an elliptical shape and rough surface. Therefore, the investigation is confirmed for the alleged break with migration. The elliptical shape and the rough, granular surface of the break are characteristics consistent with pinch-off. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately five months post port placement via left subclavian vein for chemotherapy during initial flush, the patient allegedly complained of pain and an x-ray was performed to examine the issue. Reportedly, the x-ray demonstrated break on catheter. It was further reported that the distal segment of the catheter migrated to the atrium. Reportedly, the port body and the distal catheter segment were removed. Another port system was implanted and the patient was discharged from the hospital the following day without any complications.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway.

Event description:
It was reported that approximately five months post port placement via left subclavian vein for chemotherapy during initial flush, the patient allegedly complained of pain and an x-ray was performed to examine the issue. Reportedly, the x-ray demonstrated break on catheter. It was further reported that the distal segment of the catheter migrated to the atrium. Reportedly, the port body and the distal catheter segment were removed. Another port system was implanted and the patient was discharged from the hospital the following day without any complications.